Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported they wanted to place a complaint regarding experience with being implanted. Patient stated that during their trial on (B)(6), they had ringing in their ears and they did not experience anything like this beforehand, pt reports they informed the manufacturer representative (rep) of this issue. Patient stated they had the trial removed on the (B)(6), and they went forward with the implant. Patient then said they woke up in so much pain from the surgery on (B)(6) and the next day they were incapacitated so their spouse called the managing physician's (hcp's) office and they prescribed an antibiotic for them. The following day the surgery center called to do their follow up and they said it was terrible and this is what they were going through. Patient was going through all kinds of different issues with their ringing tinnitus and they kept trying to figure out what was going on. Patient went into hcp's office on (B)(6) and saw him because the ringing in the tinnitus was so bad that it had been causing migraines and vomiting and literally incapacitating them. Patient also said a couple times in between there they had problems with the therapy running and had been texting rep, they went back to hcp's office as the tinnitus got worse, and rep had told patient toreach out to hcp it was not something they could assist with. Patient then turned stimulation off at hcp's office and the ringing stopped 25 minutes after turning stimulation off. Patient received a referral to an ent from their hcp and they confirmed symptoms were linked to stimulation, but patient did not want to have stimulator removed due to their crps and how painful the surgery was. Patient also wanted to feel pain relief and strength in their back and was struggling but had just been 'playing with the settings.' Patient then met with rep on the 5th and removed groups a-f and only had group a for cervical and b for thoracic. Patient stated the tinnitus was better, but they felt a line across their body where they felt the separation between the thoracic and cervical working. Patient met with rep on monday at 1: 30 at the hospital to play with some of the frequencies and they turned the device back on and cut their frequency almost in half from what they had originally been running at like 25 to 17. By the (B)(6), their tinnitus was back but not back to the intense level as it was at the higher setting. Patient is not having the migraines or vomiting, but still requests stimulation in both thoracic and cervical. Patient has appointment on (B)(6) with hcp again. Agent sent email to local reps for visibility. Rep responded they would "respond". Additional information was received from the rep. Rep reports the patient has different pains and feelings all over their body that constantly change. Rep reports the pt's mention of tinnitus was discussed with the physician who did not believe it was related to the spinal cord stimulator at that time. Rep reports they were not aware of the antibiotic use. Rep met with the patient on (B)(6) 2025, the purpose of which being to reprogram for maximum relief and rep tried adjusting the rates and targets. Rep reports the patient had improvement to their pain relief and less tinnitus.

Event description:
Patient reported that they had all kinds of difficulties with the device and a lot of side effects from it. Patient stated they did not have the device active since on (B)(6) 2025 and it was removed on the 17th. Patient wanted to make sure that manufacturer was aware that there was not a tech presence during the procedure or in the building at any time during that morning. Patient mentioned that during the trial they reported to their representative that they had some tinnitus that they hadn't had before and the representative told them it was no big deal and unrelated. After the device was activated shortly after it was activated, patient started getting tinnus again and after a couple weeks it got to the point where it was debilitating tinnitis to the point of migraines and vomiting and they were bedridden. Pt noted they had attempted to have the therapy adjusted but that did not resolve the issue. Patient's specialist hcp sent them to an ent who reported that it was a 100% side effect from the device. Patient also mentioned that they still had some difficulty hearing out of their left side which they were hoping would just disappear over time as they healed. Pt had the implant removed and wanted manufacturer to be notified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.